Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample with a cobas pro c 503 analytical unit. The initial result was 2.48 mg/dl. The repeated result was 1.08 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 55746701 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The field service engineer performed performance testing, checked and adjusted the cuvette wash water level, and ran precision testing. The investigation determined the service actions resolved the issue.